Event description:
It was reported that during a lap hemigastrectomy procedure, the device properly applied 10 staples. Then, the surgeon experienced difficulties in releasing the trigger and the clips did not advance. No adverse pt consequences.

Manufacturer narrative:
Damaged jaws.